Event description:
It was reported that the implantable neurostimulator (ins) stopped working the ¿other day¿ and the patient had to restart it.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0dxkl, implanted: (B)(6) 2013, product type lead. (B)(4).